Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedance on her scs lead and could not provide efficient relief. Surgical intervention took place where the lead was explanted and replaced. Therapy was restored post procedure.